Event description:
A report was sent to co that stated the device "stretched and seemed to break". This was intrepreted to mean that the stretch made the device appear broken. When the device was rec'd and examined for failure, the technican found the device actually broken. The break is characteristic of a break that occurred due to torsion. The failure was deemed to warrant a report at the time of the analysis which ws 12/09/96.